Manufacturer narrative:
It is required field, but the event date is unknown at this time.

Event description:
It was reported that the patient experienced an infection with the artificial urinary sphincter (aus). The exact location, or the cause of the infection, was not provided. The aus was explanted on an unspecified date due to the infection. The patient was later implanted with a new aus device consisting of a 4.5 cm cuff, on (B)(6) 2018. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an infection with the artificial urinary sphincter (aus). The exact location, or the cause of the infection, was not provided. The aus was explanted on an unspecified date due to the infection. The patient was later implanted with a new aus device consisting of a 4.5 cm cuff, on 11/06/2018. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. The complaint component was not returned for analysis. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
Date of event: it is required field, but the event date is unknown at this time. Update to: device evaluation and coding provided in event description and evaluation result and conclusion codes.